Event description:
It was reported that, the surgeon was unable to fully seat the screw. He broke 4 screwdrivers attempting to seat/unseat the screw.

Manufacturer narrative:
Unk straight acetabular screw divers were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An eval of the device (s) cannot be performed as the device (s) was not returned to the MFR. Add'l info was requested, but not made available. Should device(s) or add'l info become available, the eval summary will be submitted in a supplemental report.